Event description:
The customer reported to olympus that the evis exera video system center camera connector does not work. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there is intermittent loss of image when the video connector moves in the socket. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to a worn-out connector socket. Additional findings were as follows: the lock system of the video connector socket was broken, there was dust accumulation, and a piece of the video cable stuck in the rear panel connector. It is most likely that the reported issue was due to wear and tear damage caused with increasing use/time. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to a failure in the locking mechanism of the video connector socket (likely from wear and tear damage caused with increasing use/time). Olympus will continue to monitor field performance for this device.